Event description:
Caller reported potential false positive troponin I result. Diagnosis cva.

Manufacturer narrative:
Product support could not rule out sample-specific interference without return of pt samples. In-house testing of retention devices showed analyte recovery within mfg specs for both positive and negative controls. No corrective action required at this time as no product deficiency was established.